Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces.

Event description:
Customer reported that when he gets to prime the insulin pump continuously asks him to fill tubing and numbers do not appear on the screen. Customer stated that they were unable to exit the fill cannula screen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.